Event description:
While performing a periodic review of the programming history database, it was found that high impedance was observed on (B)(6) 2015. Two days later the device was programmed off. No additional relevant information has been received to date.